Manufacturer narrative:
The device has been received and is awaiting further analysis.

Event description:
This event involved a patient who experienced pump stop in the controller 2 years after heartware lvad implantation. The controller was removed from the patient and a new one was supplied. No harm or injury to the patient was reported as a result of this incident. The patient received a heart transplant on (B)(6) 2014. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced a vad stop alarm. The physician reported that he attributed the vad stop incident to the fact that the patient had right heart failure and severe venous congestion. The patient received a heart transplant on (B)(6) 2014. The device related with this event was not returned to the manufacturer for evaluation. Upon review of the manufacturing records, there were two deviations that were addressed during manufacturing; the unit met all specifications upon release. Upon log file review, the reported vad disconnected alarm was confirmed. Although the root cause for the reported "vad stop alarm" can't be conclusively determined since the device was not returned to the manufacturer, the most probable root cause may be due to the controller being powered without a driveline being connected to the controller likely a result of user error. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.